Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra link meter's ok button was unresponsive. The pt experienced no symptoms of high or low blood glucose, and he did not seek any medical attention. The customer care advocate determined during the troubleshooting call that there was no response from the ok button, there was no misuse of the product, and the issue was not resolved with troubleshooting. The meter was replaced. The pt did not suffer any injury due to the reported meter. He did not experience any symptoms and denied seeking medical attention. However, as the reported meter's ok button was not working, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the suspect products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.